Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing the insulin pump and had a motor error alarm. Customer's blood glucose was 66 mg/dl. Customer was trying to eat or drink once the problem is fixed. Customer was assisted in clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer stated that she is able to rewind the pump. Customer stated that the alarm occurred during fixed prime and prime delivery. Customer performed the displacement test and failed. Customer stated that she did not see the low reservoir. It was explained that the alarm may be caused by connection issues. Customer stated that the insulin exits the tubing successfully. Customer performed 5.0 unit fixed prime and the pump did not alarm. Customer was advised to monitor the pump.